Manufacturer narrative:
Received 1 used catheter. The reported issue was confirmed; however, the cause is unknown. Per visual inspection, a cut on drainage lumen to 1.5¿ from the bifurcation site was noted. Per functional evaluation, water was injected through the drainage lumen and leakage was noted by way of the cut 1.5¿ from the bifurcation site. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use". (B)(4).

Event description:
It was reported that urine leaked out around the catheter, soon after the catheter was inserted into the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked out around the catheter, soon after the catheter was inserted into the patient.